Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2018-03105. It was reported the patient is not receiving effective therapy due to high impedances. Patient mentioned experiencing a fall . Patient may undergo surgical intervention.

Event description:
Device 1 of 2 reference MFR. Report# 3006705815-2018-03105. It was reported that one of the leads broke. As a result, the lead was explanted and replaced (B)(6) 2018. Effective therapy was restored.